Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen in the emergency room after receiving a shock due to arrhythmia while on dialysis. It was indicated the arrhythmia was detected and treated appropriately; however, there was at least one undersensed beat recorded. No programming was recommended. The lead is still in use. No patient complications have been reported as a result of this event.